Event description:
A malfunction alarm on the pump was reported by the customer. The customer experienced a blood glucose (bg) level of 600 mg/dl. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. The customer followed up to reset the pump and continued to use the pump for insulin therapy.